Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer rail was physically damaged and required maintenance. A field service engineer identified a broken rail on the drawer and replaced the half height cubie drawer and also encountered an issue with the center of the new drawer bowed, preventing proper closure, removed the center column and adjusted it to allow the drawer to close correctly, transferred and reseated cubie pockets from the old drawer to the new drawer, reconfigured the drawer appropriately, and verified the system was functioning properly through testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer rail was physically damaged and required maintenance. Customer tried to reboot and recover the drawer and tried unplugging and plug the power cable back in, but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.